Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6.

Event description:
New information received notes that lead fracture was observed. The lead was capped and replaced on (B)(6) 2021. The patient was condition was unavailable.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing due to right ventricular (rv) lead noise oversensing. Lead revision was suggested. The patient will continue to be monitored. The patient¿s condition was not known.